Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. The field service engineer (fse) worked with the pharmacy technician to troubleshoot a single failed cubie. The cubie was tested in the hardware test application (hta) and failed to open. The fse ejected the cubie for the customer. The fse installed a new cubie but was unable to recover, assign, or load it due to facility restrictions. Another fse assisted in recovering, assigning, and loading the cubie. The customer tested the drawer by loading and accessing the storage space successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 pocket e3 had failed to open and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.